Event description:
It was reported that, during a percutaneous transluminal angioplasty treatment procedure, a shaft perforation occurred. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified superficial femoral artery. The physician advanced a 2mmx20mmx142cm coyote es balloon catheter and the guide wire penetrated the shaft of the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that, during a percutaneous transluminal angioplasty treatment procedure, a shaft perforation occurred. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified superficial femoral artery. The physician advanced a 2mmx20mmx142cm coyote es balloon catheter and the guide wire penetrated the shaft of the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found the tip was damaged. There were two kinks in the inner shaft near the proximal edge of the distal markerband. There was a hole in the inner shaft 1 mm from the proximal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).